Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-6480 displays an error message of "pressure fault." This was discovered during use in a knee arthroscopic procedure on (B)(6) 2021. The case was competed by using a new ar-6480.